Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced high blood glucose event on (B)(6) 2026. The patient got teated with insulin pump. No further information available.